Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubbles in the cartridge tubing. Reportedly, customer performed cartridge and infusion set change to address the issue. Customer's blood glucose level was 138-139 mg/dl.